Event description:
While tethering suture to suture tie on trocar, suture tie busted off trocar.what was the original intended procedure?laparoscopic colon resection.device #1is this a laboratory device or laboratory test?no.